Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call no delivery alarm during bolus delivery. Customer's blood glucose level was 433 mg/dl. Troubleshooting for the no delivery alarm during basal/bolus/fixed prime was performed. Customer was advised that there may be a possible site related issue possibly due to a bent cannula or set occlusion. Customer was advised to change out the entire infusion set.